Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, placement of the sutures were attempted in the moderately calcified right common femoral artery (rcfa) and the moderately calcified left common femoral artery (lcfa) with proglide devices using the preclose technique. Reportedly in the rcfa, when the proglide plunger was pulled back there was no suture attached to the needle. A second proglide device was used with the same results. The sutures of two more proglide devices were successfully placed using the preclose technique. When the aaa procedure was completed the pre-placed sutures achieved hemostasis. In the lcfa the plunger was pulled back and no suture was attached to the needle. The suture of a second proglide device was successfully pre-placed. The suture of the next proglide was attempted to be pre-placed and the artery tore and a hematoma was observed almost immediately. A cut down procedure was performed to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a moderately calcified vessel. The safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The other three proglide devices referenced are being filed under separate medwatch MFR numbers.